Manufacturer narrative:
(No problem found) the evaluation did not reveal any issues relevant to the reported event, "an ar-8332h shaver was found with bioburden in them.

Event description:
On 05/28/2024, it was reported by a sales representative via (B)(4) that an ar-8332h shaver was found with bio-burden in them. Discovered in case, patient not affected.